Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, inaccurate pressure readings occurred. The target lesion was located in an unspecified location. During the procedure, it was noted that the encore inflation device pressure gauge stopped once around 10atms. When the inflation pressure was increased to more than 10atms, the gauge movement became unstable. The procedure was successfully completed with different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, inaccurate pressure readings occurred. The target lesion was located in an unspecified location. During the procedure, it was noted that the encore inflation device pressure gauge stopped once around 10atms. When the inflation pressure was increased to more than 10atms, the gauge movement became unstable. The procedure was successfully completed with different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the device revealed no damge or anomalies. Functional testings of the device showed no defects except that the gauge needle stuck at 10atm when inflated, therefore the device could not be tested to 13 and 26 atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).